Event description:
Allegedly patient presented with pain on the medial side with instability. Insert was replaced with a 14mm mp. Femoral and tibial components were well fixed.

Manufacturer narrative:
Conclusion: normal wear. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.